Event description:
Effective lasik procedure. Worst decision of my life and very unnecessary. I have 20/20 vision but I suffer from eye pain, halos, starburst, day burst, glare, loss of contrast, dry eyes, depression, even contemplated suicide years ago. Lol. Billion dollar business. Just about every eye doctor are linked up and network protecting each other. Look think about it, since you can't visually see the victim suffering as if their leg or arm has been amputated you don't have any sympathy, I guess if the person is not blind, it's okay as well. Obvious there have been many eye exams with complaints and each one of these unethical doctors says everything looks fine. I wish I can go back in time when I use to wear glasses, and tell my optometrist who may have made a quick buck on recommending lasik to ead.